Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s ins was over discharged because of not being able to charge because of recharger issues. The patient tried to charge on (B)(6) 2020 and was unsuccessful. The rep was walked through antenna locate mode after they had performed one full session of physician mode recharge was performed. The results were 52-52-52, 52-52-78, 52-66-84, 52-74-84 (final). The rep was advised to charge the ins to 25% and clear the power on reset. The rep stated the battery wasn't charging, implying the recharger, but was understood to be the ins. They stated it kept flashing back and forth without the battery advancing. The patient had 8 coupling bars for about 5 minutes. The rep left and came back 10 minutes later, and the battery is still charging in the first quarter. The rep was suggested to reposition the antenna and they got 8 bars again. They were advised it could take approximately four hours to charge from empty to full. They were again advised to charge the ins to 25% and clear the power on reset. No symptoms were reported. No further complications were reported or are anticipated. Additional information was received from a manufacturer representative (rep). It was reported that the patient did two full hour-long trickle charges, went home and charged to 100% and then returned to the clinic for the rep to clear the por message. The patient did not turn stimulation on in the interim between seeing the rep. The issue resolved. No further complications were reported or anticipated. Additional information was received from the patient and it was reported that the event resolution was unsuccessful. Her healthcare provider (hcp) suggested a ins replacement but her insurance will not pay for it. The battery was unstable and she is having a great deal of trouble charging it. She is seeing the reposition antenna screen and has been seeing it for several months.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the ins had ben over discharged recently. The rep met with patient and was able to trickle charge the battery. Patient was advised at this time that she needed to keep battery charged. The cause of the unstable battery was over discharge. The battery was fully charged when they left the office. Por was cleared. Rep will reach out to patient again to determine whether the battery has been over discharged again.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.